Event description:
Device malfunction: none reported. Symptoms/ae: right homonymous hemianopia. Time of symptoms/ae: post-procedure. It was reported that after a successful stenting procedure of the left internal carotid artery in 2006, the patient developed a right homonymous hemianopia consistent with a left occipital artery event. The symptoms improved, but did not completely resolve over the next 48 hours. The patient was treated with heparin and dual antiplatelet therapy with aspirin and plavix. The patient had a CT scan of the head on the same day, which revealed moderate cortical atrophy with mild nonspecific white matter changes and no acute disease. The patient was discharged to home 2 days later and a follow-up CT scan 2 days later revealed two areas of peripheral hypodensity in the left occipital lobe, more pronounced than on the prior exam and potentially representing areas of evolving infarct and no bleed. This event resulted in prolonged hospitalization. The patient was seen in the physician's office one month before, with complaints of transient monocular visual loss in the left eye on several occasions over the past several months, with a brief episode of dysarthria versus apasia lasting for several minutes, within the past several months. No additional information available. Capture 2 study event.

Manufacturer narrative:
Subject product has been returned and is in the process of being evaluated. A follow up report showing eval results will be sent upon completion of eval.